Manufacturer narrative:
(B)(4). The lead was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an unspecified product performance issue. It was reported the product performance issue was noticed during another manufacturer's right ventricular (rv) lead extraction. No adverse patient effects were reported.